Event description:
Caller reported a cgm error with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for a pump reset and assisted the caller through the process, which resolved the issue as the sensor session was successfully restarted without further errors.